Manufacturer narrative:
The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level ranged between 300-500mg/dl and manual injections were administered to address the bg level. Reportedly, the customer had been using their cartridge for 8 days. The customer disconnected from their infusion set site, ran a 10 unit test bolus and observed insulin "shooting out of the end of the needle in a stream" instead of the usual drips. Tandem technical support (cts) advised the customer not to reuse cartridges. As the customer was not receiving an occlusion alarm when cts was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.